Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 29may2020 and an investigation was conducted on 09jun2020. A photograph was received and a photographic inspection was conducted. The photograph shows the insufflation tube disconnected from the btt body with signs of blood and clinical use observed. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The insufflation tube and btt body was returned detached from each other. Based on the returned condition of the device, the reported failure "disconnection" was confirmed. An engineering evaluation was conducted. The insufflation tube outer diameter (od) specification is 0.164¿±0.004¿; the nonconforming sample was found to be running at the low end of the specification 0.1605¿. The btt body inner diameter (ID) specification is 0.174¿±0.005¿; the nonconforming sample was found to be running at the low end of the specification 0.1688¿. When parts are running nominal, the difference between tube and btt body is 0.010¿. The failed part has a difference of 0.009¿ while running at the low end. The tube had presence of adhesive. The amount of adhesive dispensed is controlled during the manufacturing process of the btt assembly. Manufacturing uses a fixture that has a hard stop for the tube, which makes the application of the adhesive to be consistent. The assembly is cured for 5 seconds after applying adhesive. Per product specification, assembly is to withstand 3lbs. The suppliers were contacted to verify if there were any changes made to the resin. Both suppliers confirmed that they didn¿t have any recent changes of sub-tier suppliers for the resin and/or any other change that could trigger this issue. There was no discrepancies observed on the certificates compared to the material specification of both parts rm30556 and rm2044357. The certificate of conformance (c of c) for the components were reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The DHR for the subassembly, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, shortly after harvester inserted the btt port into the incision and connected the co2, the co2 stem or tubing disconnected or separated from the btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated section: d-10, g-4, g-7, h-2, h-10. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(6).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, shortly after harvester inserted the btt port into the incision and connected the co2, the co2 stem or tubing disconnected or separated from the btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID# (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, shortly after harvester inserted the btt port into the incision and connected the co2, the co2 stem or tubing disconnected or separated from the btt port. A replacement device was used to complete the procedure. The hospital did not report any patient effects.